Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 25.6 was revised for disassociation of their femoral stem and femoral head 9.3 years post implant. Altr was also noted. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
An event regarding disassociation with the altr involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: although x-ray images were provided in the study, there is no indication or confirmation that these x-rays are associated with patient 3 and therefore will not be submitted for medical review for this case. Conclusions: the reported event could not be confirmed based on the insufficient information provided. Although the specific lot was not provided, based on the reported device description, along with the estimated date of implant and failure mode, it appears likely that this device is in scope of a recall.¿ lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through a study performed by (B)(6) that a patient with (B)(6) was revised for disassociation of their femoral stem and femoral head 9.3 years post implant. Altr was also noted. The patient was revised to a modular stem and biolox head. The poly was also replaced.